Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a pacemaker dependent patient presented in-clinic for a follow-up, post-paced t-wave oversensing was observed. Programming changes were made, and the patient will continue to be monitored.